Event description:
The customer reported that the system had poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and reseated the image processor board. The unit is operating as intended.